Event description:
Boston scientific received information that this programmer's screen got broken. This programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the detailed analysis and testing confirmed the allegation. The black screen on power up was caused by a defective inverter which was replaced. The inverter cover was also replaced as it was found melted. The touch screen was also replaced as it did not respond from having been damaged by the stylus that was not properly placed before the lid was closed and caused a dent on the screen. The programmer then passed tests including those for an error code found in its log file.